Event description:
Procedure type: unk. According to the reporter: a piece of plastic came off from top of pediport and fell off outside the cavity. Also the flanges would not lock. The piece will be sent to us in a specimen jar. No pt injury was reported. No additional info available.